Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had adequate sensing initially but sensing became poor during the procedure. Several attempts were made to reposition the lead. A perforation occurred resulting in tamponade and subsequent ventricular fibrillation (vf) and electromechanical disassociation (emd). CPR and defibrillation were initiated but the patient died. No additional details were reported or are known.